Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the circumflex artery. Pre-dilatation was performed and the 2.5 x 12 mm xience xpedition stent delivery system (sds) was advanced. Resistance was met with the anatomy, and the proximal shaft kinked, then separated outside the anatomy. The device was easily removed and a new xience xpedition sds was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The kinked and separated shaft was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.